Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was 113 mg/dl at the time of incident. The customer stated that the insulin pump had re-occurrence of frozen display. The screen was not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board.